Event description:
It was reported, after PICC nurse, trimmed midline catheter, and prior to any insertion in patient, nurse started to pull the wire back to line up with the tip of the cath. The wire stretched, and stretched, and the tip would not pull back. There was no injury. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was one 4fr sl powermidline catheter w/t-lock assembly/stylet. A gross visual inspection of the returned unit found that the outer coil wire of the stylet was unraveled and the weld tip was missing. The outer coil wire was broken into two segments with one of the segments threaded through the catheter tubing along with the core wire. Microscopic inspection of the stylet fracture sites found that both the outer coil wire and core wire had sharply formed fracture edges. The core wire fracture site was observed to be angled with striations present on the fracture surface. The distal end of the outer coil wire was observed to be tightly wound. The observed features were consistent with damage caused by contact with a sharp edged instrument. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.